Event description:
Meter was reading inaccurately high. Meter was set to the wrong unit of measurement and that the patient took action based on the blood glucose results from the meter. On the day of the event, the reporter found the patient passed out. Patient tested patient's blood glucose with the meter and obtained a result of "39 mg/dl". The result was actually 3.9 mmol/l, which converted would be 70 mg/dl. The patient was taken to the hospital approximately half an hour later. The reporter is unsure about what the patient was treated with; stating that she thought it was insulin. The patient had an IV line put in and patient was discharged after four or five hours. The patient did not test prior to passing out. The patient was found at 5:30 p.m. And the patient stated that she came home around 3:30 p.m. And patient does not remember anything after that. The patient takes a set amount of 30 units of insulin every morning. Neither the patient, nor the reporter knows how the meter came to be in the wrong unit of measurement. It is not known how long it was set incorrectly. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Two control solution tests were performed and failed. However, it is not known if they were performed while the meter was set to the wrong unit of measurement. Based on the information supplied by the reporter, there is no evidence of the meter contributing to a serious injury. The patient did not test prior to the event and the last time patient took insulin according to the reporter was in the morning; the event occurred in the afternoon. The result on the meter, after being converted was 70 mg/dl, does not indicate a serious injury. No other results were provided from the hospital visit. There is however evidence of a meter malfunction; due to a spontaneous/unintentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.